Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.629 ohms, which exceeds the acceptance criterion of < 0.1 ohm. The failure mode was confirmed; however, the probable cause could not be determined. The investigation remains ongoing. No patient involvement was reported.

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.629 ohms, which exceeds the acceptance criterion of < 0.1 ohm. The failure mode was confirmed; however, the probable cause could not be determined. The investigation remains ongoing. No patient involvement was reported.

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, it was determined that the infusion pump required replacement of the power filter to resolve the issue. The probable cause was identified as component damage. Reference to complaint#: (B)(4).